Manufacturer narrative:
This system remains in service pending revision. This report will be updated as additional information becomes available.

Event description:
Boston scientific received information that this device recorded a (B)(4) indicative of battery voltage too low for the projected remaining capacity; high out-of-range left ventricular (lv) lead pace impedance measurements and intermittent lv loss of capture (loc) were also observed. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Out-of-range lv impedance measurements were noted as far back as approximately 11 months with the device being previously reprogrammed to an alternate pacing vector. The lv lead will be evaluated via pacing system analyzer (psa) at the time of device revision. No adverse patient effects were reported. This device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a revision procedure was performed wherein the device was explanted and replaced. Psa measurements of the lv lead confirmed the high out-of-range impedance measurements previously observed. The lv lead was surgically abandoned and replaced. No adverse patient effects were reported.